Event description:
Irn# (B)(4) incident occurred in (B)(6). The patient is in labour and open 9 cm and about to get spinal anesthesia. At the first attempt there is no back suction, and we try to adjust by pulling the needle out slowly. A faint resistance after about 5 mm and then the needle breaks in two about 1 cm from the introducer.

Manufacturer narrative:
This case is reported in retrospect based on a re-evaluation conducted in 2025 for formal reasons. There was no particular risk to patients, users, or third parties.